Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and reported that he found that the k6 k6a k7 k8 leak test failed. To fix the issue the fse replaced the drive assembly after that the k6 k6a k7 k8 leak test passed and the iabp worked normally. The iabp was then released back for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed "vacuum pressure is too low". There was no patient harm or adverse event reported.